Manufacturer narrative:
Updated fields: b4,e3,g3, g6,h2,h11 corrected field is e1 event site address is (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse upon inspection that the cs100 had battery malfunction. There were no patient harm or injury was reported.